Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, prior stroke, prior transient ischemic attack. Some of the complications reported were residual shunt, syncope, angina, hematoma, surgical intervention, hospitalization, and dyspnea; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. Please note, per amplatzer septal occluder, instructions for use, "the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration. Patients indicated for asd closure have echocardiographic evidence of ostium secundum atrial septal defect and clinical evidence of right ventricular (rv) volume overload (ie, 1.5:1 degree of left-to-right shunt or rv enlargement). " this is considered as an off-label use of the device. However, it was unable to determine if the off-label use contributed to the reported incident. Therefore, a letter will not be provided to address the deviation from the IFU.na

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under separate a medwatch report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "transcatheter closure of postsurgical aortic pseudoaneurysms guided by three-dimensional image reconstruction: a single-centre experience", was reviewed. The article presented a retrospective single center study to evaluate procedural and imaging outcomes of 11 cases of transcatheter postsurgical thoracic aortic pseudoaneurysms (ptap) closure with the use of closure devices. Devices included in this study were were amplatzer valvular plug iii, occlutech asd occluder, and amplatzer septal occluder. The article concluded that although subtotal or total occlusion of the ptap was found at follow-up in only 45¿73% of cases, transcatheter ptap closure guided by preprocedural 3d reconstructions can offer a valuable minimally invasive primary treatment option for patients who otherwise would face a high-risk reoperation. [The primary and corresponding author was romy hegeman, st. Antonius hospital, nieuwegein, the netherlands, with corresponding email: r.hegeman@antoniusziekenhuis.nl] the time frame of the article was from march 2019 to april 2021. A total of 11 patients were included in this study with 10 receiving an abbott device (9 ¿ avp-3, 1 ¿ amplatzer septal occluder). The average age was 73 years and the average gender was male. Comorbidities included atrial fibrillation, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, prior stroke, prior transient ischemic attack.